Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. The reported problem (does not charge batteries) has been confirmed. As received, the u9 and q5 components were shorted on the bedside board. The cause of the inability to charge the batteries is the shorted u9 and q5 components. The root cause of the shorted u9 and q5 components cannot be positively identified. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery will not hold charge) has been investigated. As received, the battery pack was unable to charge and would not power up a test monitor. A root cause analysis is currently underway at itech. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the damaged components. The pt received a replacement charger/modem and battery pack. Device manufacture date: sn (B)(4): 02/2013.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger would not charge the battery packs. The pt was provided with a replacement charger/modem and battery pack.